Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid didn't fit onto the bd¿ nestable sharps collector before use. The following information was provided by the initial reporter: "a notch of the lid didn't fit to the collector."

Event description:
It was reported that the lid didn't fit onto the bd¿ nestable sharps collector before use. The following information was provided by the initial reporter, translated from japanese to english: "a notch of the lid didn't fit to the collector."

Manufacturer narrative:
H.6. Investigation summary according to the DHR review process; the result showed there were no issues reported like ¿notch didn¿t fit¿ during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported within the assembly between base and top for the same part number throughout the last twelve months. According with pictures received it was summarized the following: ¿ the pieces seem to be free of damages, warp, flashes, that could restrict the correct assembly between the lid and the collector base. ¿ it was confirmed the lot and the part number by the label placed in the collector. ¿ it was observed that the top is not fully assembled to the base. According with customer complaint records, only one additional complaint was received by the same part number and issue for a period of 12 months, also there was not internal rejects like ncmr¿s for the same part number and issue within the same period. The in-process inspection for the assembly between top and base are being performed based on the instructions for use. The inspection records for the lot number 8326905 were reviewed within the DHR and it was confirmed that the samples tested were accepted during the assembly test. Additionally, the same inspection was performed to 59 records from the lots 8331907, 8332904, and 8333908 manufactured for the same part number reported in the complaint and no issues were found within the assembly test. Conclusion based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process, because the physical sample is needed to evaluate the failure reported. During the evaluation over the pictures received from customer there was not observed defects that could affect the functionality of the product. If physical samples are provided, then a functional evaluation will be performed to determine the root cause of this failure. All the complaint information was captured for tracking and trending purposes. H3 other text : see h.10